Event description:
It was reported that during a transcatheter heart valve procedure involving the vlv evolutfx, after the valve was implanted, it dislodged into the ascending aorta. The valve was snared, and a second valve was successfully implanted. It was reported that the patient's complex anatomy contributed to the dislodgement. No patient complications have been reported as a result of this event. Additional information was received that a pre-implant balloon dilation was performed twice and a medtronic (confida) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth was on the 2 mm on the non-coronary cusp (ncc) and 2-3 mm on the left coronary cusp (lcc). After the dislodgement, the valve had migrated in the ascending aorta where it was snared and positioning was above annulus level. The second valve was implanted below the first valve.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (lot: 0012862080); product type: 0195-heart valves; implant date na ; explant date: na product ID: l-evolutfx-2329, (lot: 0012814301); product type: 0195-heart valves; implant date na ; explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the vlv evolutfx, after the valve was implanted, it dislodged into the ascending aorta. The valve was snared, and a second valve was successfully implanted. It was reported that the patient's complex anatomy contributed to the dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.